Event description:
(B)(4). This device case, which does not involve an adverse event, reported by a consumer, who contacted the company with a product complaint, concerns a female patient of unknown age or origin. The patient was taking an unspecified medication for treatment of an unknown indication. On (B)(6) 2013, the humapen ergo burgundy/clear pen body was reported to be broken. The injection button did not move anymore, and one of the engagement tabs was broken. This humapen ergo, burgundy/clear pen body was associated with product complaint 2485648, lot 0612a01. The patient reused needles. The returned device was returned on (B)(6) 2013, and found to have two broken clear cartridge holder engagement tabs. The patient was the operator of the device, and was trained by a nurse. This device model was used for three years. The device was returned on 19mar2013. The humapen ergo burgundy/clear pen body was not continued. Update (B)(6) 2013: this case was opened in error on (B)(6) 2013. No new information was added to this case. Update (B)(6) 2013: additional information received on (B)(6) 2013, and processed together, from the global product complaint database added the device specific safety summary and manufactured date of the device; updated the device from opaque cartridge holder to clear cartridge holder; updated the medwatch and EU/ca fields; and updated the narrative.

Manufacturer narrative:
No further follow up is planned. Evaluation summary a patient reported that the injection button of her humapen ergo device (batch 0612a01, manufactured december 2006) would not move and one cartridge holder engagement tab was broken. Investigation of the returned device found both clear cartridge holder tabs broken. The damage was attributed to bending fatigue while in the field. This malfunction can result in an underdose. Malfunction confirmed. Corrective action: the core user manual informs customers not to damage or remove the cartridge holder tabs. It further states not to use the pen if the cartridge holder tabs are broken or if any part of the pen appears broken or damaged and to contact lilly or your healthcare professional. No further corrective actions are planned as the device manufacturing was discontinued december 2006. Improper use and storage: there is evidence of improper use. Damage to the engagement tabs was attributed to bending fatigue while in the field. This misuse is relevant to the user's complaint and the investigation findings. In addition, the patient reuses needles. This misuse is not relevant to the complaint.